Event description:
On (B)(6): covidien (B)(6) reports via e-mail; customer reports while trying to pressure inject, the flex120ra failed. A left ventriculogram using a 6f pigtail and pump settings of 10 mls/second for a total of 30 mls with pressure at 800 psi. Upon injection initiation, the female end of the tubing came off the syringe tip with a popping noise. On (B)(6): covidien (B)(6) reports; the male patient was (B)(6) and there was no patient event recorded at this site.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.